Event description:
In 2001 the complainant was using the heatwave massager on leg. Complainant got up and got a drink of water (the process took about 30 secs), leaving the massager unattended. Complainant thought they had turned the unit off, but saw that complainant hadn't and went on to use the device. Complainant touched it to their leg and it left a second degree burn. Complainant saw a physician and he told complainant to use silver sulfadine cream, which complainant was using on the burn. The complainant is a veterinarian and had access to the cream prior to the dr's visit in 2001.